Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; customer believes the cause of the low bg is from the "pump settings being too high". Customer addressed bg level by stopping insulin delivery.